Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 207 mg/dl. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 120 units of insulin. Reportedly, the customer reloaded the same cartridge to resolve the issue.